Event description:
Pt's daughter contacted dexcom technical support on (B)(6) 2012 to report that pt had passed away due to heart attack. Pt was a cgm user. Dexcom technical support has instructed the pt's daughter to send receiver data for dexcom to perform a thorough receiver data analysis around the time of death.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.